Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned, and the reported event of noise and sense anomaly was confirmed. A review of the data trend indicated erratic battery voltage measurement, and results from the sensitivity test indicated excessive noise and sensing out of range. Further evaluation found an integrated circuit anomaly consistent with the noise, sensing, and voltage anomaly observed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a high current drain, which was isolated to a faulty capacitor

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned, and the reported event of noise and sense anomaly was confirmed. A review of the data trend indicated erratic battery voltage measurement, and results from the sensitivity test indicated excessive noise and sensing out of range. Further evaluation found a faulty capacitor, which affected the integrated circuit functionality, consistent with the noise, sensing anomaly observed.

Event description:
New information received indicated the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the device. No intervention was made at this time. The patient¿s condition was stable.